Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2022. The customer¿s blood glucose level was over 53 mg/dl at time of incident. Customer alleged insulin pump was over delivering. Insulin pump had motor error. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.